Event description:
It was reported that the device presents the message error 1720. There was not reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause is due to the defective mainboard. The mainboard was replaced.